Event description:
It was reported that a spectrum pump displayed air detected all the time. This occurred upon power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "air detected all the time" was not reproduced. A review of the history log revealed air-in-line!. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.